Manufacturer narrative:
Additional information: a3, b2, b3, b5, b6, d10 and h10. B5: upon follow-up, it was reported that the patient was hospitalized due to leak in the pd catheter one day prior to the onset of peritonitis. The cause of peritonitis was reported to be due to leakage in catheter. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 6th day, ongoing, route and duration were not reported) and fortum injection (1gm, per day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Based on additional information received, the baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up it was reported that antibiotic treatment was discontinued. At the time is this report, the patient has recovered from the event and was discharged from the hospital. The pd catheter was removed and the patient was now on hemodialysis (hd) three times a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. It was unknown if the patient was treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available .